Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
Per the clinic, the patient was not able to receive benefit from the implanted device. The results of a CT scan indicated the array of the device was not in the cochlea. Due to other medical issues, the implanted device remains.